Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the patient could feel the stimulation every time they slept on the left side. The stimulation was fixed through changing of pacing polarities. The patient presented to the emergency department due to phrenic nerve stimulation. A chest x-ray was performed, and the right atrial (ra) lead was observed to have migrated further up into the superior vena cava (svc), which lead to the patient experiencing diaphragmatic stimulations and the patient was admitted to the facility. The following day reprogramming was done, which resolved the stimulation, and a lead repositioning was planned. It was noted that a few days later, the lead repositioning was performed. During the lead repositioning procedure, after repositioning the ra lead, and upon screwing the ra lead back into the head, the physician couldn¿t hear the clicking sound. The physician replaced the screwdriver, and the same issue occurred. The physician pushed the lead in the header and tested the lead in the device and the impedance was high and undefined with a loss of capture at high thresholds. It was noted that the physician could easily pull the lead out of the header. The ra lead was tested on the analyzer and all measurements tested good. After multiple attempts, bringing a new programmer and using different screwdrivers, the phy sician complained that there was something wrong with the screw in the header. The device was not used, and another device was implanted. The lv lead and rv lead remain in use. No further patient complications have been reported as a result of this event.